Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized and treated with injection ceftazidime (1 gm, once daily, intraperitoneal, discontinued after 2 days), injection amikacin (250 mg, once daily, intraperitoneal, discontinued after 2 days) and heparin (1 ml, once daily, intraperitoneal, ongoing) and tablet fluconazole (unknown dose, once daily, oral, ongoing). Three days after diagnosis, the patient was treated with injection vancomycin (1gm, every 96 hours, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information was available.